Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 340cc mentor memorygel boost breast implant was ruptured out of the box. There was a hole in the device. The device did not come in contact with patient and surgery was not delayed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 25, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device determined that an excess material was observed on the shell of the breast implant. The excess material measured approximately 0.3 cm on the anterior view. The excess material could have had the appearance of the hole reported by the customer. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. While this complaint was initiated for a hole on the shell, through the assessment, it was identified to be an excess material on the surface of the shell, the identified excess material appears to be excess silicone originating from the manufacturing process. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).